Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical device: 4194 lead implanted (B)(6) 2008; 6935m lead implanted: (b0(6) 2018 product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected possible undersensing of the patient's ventricular tachycardia (vt), which led to therapy not being delivered. The device was explanted.